Event description:
Patient contacted dexcom technical support on (B)(6) 2010 to report that she was experiencing a skin reaction (redness, blistering, itching) to her sensor. Patient was prescribed a skin steroid (triamsinalone) and reported that, although she continues to experience the reaction, the benefits of using her cgm outweigh the skin irritation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.